Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. The reported blood glucose at the time of the call was 229 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/protruded drive support disk. No alarms were noted. The insulin pump also had a scratched lcd window.